Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of discomfort and pain are known risks associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that a nurse provided activation and pump training to the patient with the ambicor penile prosthesis (app). The nurse did not personally inflate or deflate the device but instructed the patient to do so during the office visit, confirming that the device was functioning properly and that the patient was using it correctly. The patient later reported multiple attempts to inflate the device but observed no noticeable change in penile length or girth, although he stated that the penis consistently felt hard. Additionally, he experienced discomfort in the glans and expressed concerns that the device might not be functioning as intended. The patient was advised to follow up with his physician. Several months later, the patient reported persistent symptoms, including discomfort and pain while dressed and standing, due to a continuously erect penis. He consulted his physician, who confirmed that the implant was functioning normally and instructed the patient to manually compress the penis to return fluid to the reservoir. The patient was encouraged to maintain communication with his physician and nurse. The device remains implanted. No further information was provided.